Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had tears in the sheath of their driveline. They had rescue tape applied from one end to the other. The patient had not experienced any alarms. The driveline was replaced with no issues on (B)(6) 2021. About 4 inches of space remained for another repair if necessary. Marked twisting of the driveline was noted in addition to a missing silicone jacket.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had tears in the sheath of their driveline. They had rescue tape applied from one end to the other. The patient had not experienced any alarms. The driveline was replaced with no issues on (B)(6) 2021. About 4 inches of space remained for another repair if necessary. Marked twisting of the driveline was noted in addition to a missing silicone jacket.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline and submitted photo confirmed tearing of the silicone jacket. Damage to the insulation of the underlying wires was also observed. A photo was submitted of the external region of the patient¿s driveline immediately adjacent to the exit site. The silicone jacket was covered in clear rescue tape. Twisting was observed throughout the photographed segment of the driveline. A cut was also observed in the silicone jacket. Tech services replaced the driveline on 16nov2021 with no issues and about 4¿¿ of space remaining on the driveline for another repair if necessary. It was noted that the silicone jacket of the driveline was missing and there was marked twisting of the driveline. Approximately 17.5¿¿ segment of the driveline was replaced by technical services and returned for evaluation. Visual inspection revealed rescue tape wrapped around almost the entirety of the driveline. A slit was observed approximately 0.25¿¿ from the controller connector, not covered in rescue tape. Removal of the rescue tape revealed a cut in the silicone jacket approximately 1.5¿¿ from the controller connector. Additionally, it was observed that the silicone jacket was only present on the distalmost 2.5¿¿ of the driveline. The bionate layer was discolored a dark brown. Examination of the driveline found extensive shield breakdown along the driveline. Kinks were observed along the underlying wires starting where the driveline was severed and continuing to approximately 2.0¿¿ from the controller connector. Initial microscopic inspection of the driveline did not reveal any damage to the insulation of the wires. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The returned driveline segment was submerged in a saline bath for hipot testing to check for current leakage through each wire¿s insulation. The test revealed breaches in the red, green, and yellow wires approximately 14.0¿¿, 9.0¿¿, and 10.75¿¿ from the controller connector, respectively. The observed wire damage appeared to be the result of kinking and repetitive flexing. The insulation breaches had the potential to allow for an electrical short; however, the patient had not experienced any alarms and the repair was done for cosmetic reasons. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2016 via customer order. No further information was provided. The manufacturer is closing the file on this event.